Event description:
In 2005, this male pt was implanted with three gore excluder aaa endoprosthesis aortic extender components for the treatment of a traumatic thoracic transection, secondary to a motor vehicle accident. Five months later, the pt presented to the emergency room complaining of chest pain. Subsequent computed tomography imaging identified the pt with extravasation of contrast, as well as enlargement of a hematoma noted an early computed tomography scan (time unk). At this time, the pt was also identified with an aortic-bronchial fistula, possibly an infection of the original aortic extender components, as well as distal pseudoaneurysm. The physician decided to treat the pseudoaneurysm by implanting two gore tag thoracic endoprostheses. Following this procedure, the pt was identified with a proximal pseudoaneurysm. At this point, the reintervention was terminated with plans for an open repair. The following day, the pt underwent open surgical repair. The three aortic extender components were explanted. From the operative notes provided, it is unclear if the tag devices were explanted as well. Further info has been requested.

Manufacturer narrative:
H6. A review of the mfg paperwork is being conducted.